Event description:
On (B)(6) 2019, a reporter for the lay-user/patient contacted lifescan (lfs) USA alleging that the patient¿s onetouch verioflex meter would not power on. The complaint was classified based on customer service agent (csa) documentation. The reporter was unwilling to answer further troubleshooting questions. The reporter stated that the meter issue occurred on (B)(6)2019. The reporter did not detail what medications, if any, the patient takes to manage her diabetes or if she had made any changes to her usual diabetes management routine in response to the alleged issue. The reporter detailed that on an unspecified date the patient ¿got sick¿ and that she was admitted to the hospital, however did not specify what treatment was received. During troubleshooting the csa noted that the meter did not power on when inserting a new test strip or when pressing the power button. The batteries did not appear to require replacing and there was no apparent misuse of the device. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.